Event description:
Patient contacted animas on (B)(6) 2012 stating up arrow button is intermittently responsive. All other buttons function normally. Patient did not report damage to the keypad. Patient wore pump in pocket. Pump was not cleaned. This report is made based on the allegation of an up arrow button response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be responding appropriately to presses. The keypad was removed and contamination was observed under the button contacts.